Manufacturer narrative:
(B)(4). Investigation completed and product evaluated on 3/23/2016 with no defect found on returned meter; returned test strips produced lo readings. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer's mother is call on his behalf. Customer states he is well. Customer states that the error message appears when the blood is applied to the test strip. Verified the test strips were expire 4/30/2018. Confirmed states that no adverse event has occured. Customer confirms that he using the proper blood testing technique. Customer attempted another blood test and the e5 error message persists